Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual, dimensional, and functional inspections were performed on the returned guide wire and the reported guide wire break was confirmed. The reported difficult to advance/position ad remove were unable to be confirmed or replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that during deployment of the unspecified stent the guide wire became trapped resulting in the difficulty to advance or position. Manipulation of the guide wire against resistance during retraction likely caused the noted coil damages and ultimately resulting in the coil break. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal circumflex artery. A hi torque turntrac flex guide wire was trapped by an unspecified stent. During removal, the guide wire was destructured [unraveled]. The final patient outcome was good. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.